Manufacturer narrative:
Calibration data showed failed calibrations due to signal deviations consistent with contamination. The customer stated they have been receiving sporadic quality control outliers. A review of alarm trace data showed 40 sample quality related messages. The analyzer appeared to be inadequately maintained by the customer, leading to contamination. The investigation determined the issue is consistent with environmental contamination, leading to the issue.

Event description:
The initial reporter stated they received discrepant results for eight patient samples tested with elecsys estradiol iii on a cobas e 801 analytical unit. No units of measure were provided. The first sample resulted in estradiol values of 98.5, 156, and 94.3. The second sample resulted in estradiol values of 541, 738, and 548 on (B)(6) 2025. The third sample resulted in estradiol values of 18, 18, and 856 on (B)(6) 2025. The fourth sample resulted in estradiol values of 157, 302, and 154 on (B)(6) 2025. The fifth sample resulted in estradiol values of 27.6, 18, and 18 on (B)(6) 2025. The sixth sample resulted in estradiol values of 99.6, 194, and 105 on (B)(6) 2025. The seventh sample resulted in estradiol values of 2998, 1449, and 1431 on (B)(6) 2025. The eighth sample resulted in estradiol values of 543, 1145, and 548 on (B)(6) 2025.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.